Event description:
As reported by an affiliate, the sterile seal of the inner product pouch of a 6f vista brite tip guiding catheter was broken. There had been no damage to the outer box. The product had been stored in the lab by being hung on a shelf. The tip of the catheter was also noted to be kinked. The device was not used in a pt. The device has been returned for analysis.

Manufacturer narrative:
A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Additional info will be submitted within 30 days of receipt.